Event description:
It was reported during an unrelated surgery the ipg became unresponsive while in surgery mode. Troubleshooting was attempted without success. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.